Event description:
The customer reported false positive reactions of three samples with erytype s abd+rev.a1, b when testing on tango optimo. The customer did return the supposedly defective product, but none of the samples that had caused false positive test results. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive reactions of three samples with erytype s abd+rev.a1, b when testing on tango optimo. The customer reported unexpected "blob" type images on three samples, that were interpreted as positive test results by tango optimo. The customer did return the supposedly defective product, but none of the samples that had caused false positives. Therefore our quality control laboratory tested the complaint erytype s abd+rev.a1,b samples in parallel to the retained sample with different donor samples. All positive and negative reactions were correct. We did not observe any false positive reactions. There were no misinterpretations by tango optimo. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.